Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. According to the patient, on (B)(6) 2026, a few days after removing the sensor, he began to experience increased pain and noticed that the infection had worsened. There was a bump, redness and soreness. The pain became severe enough to impair his ability to walk properly, which prompted him to seek hospital care. At the emergency department (ed), an x-ray was performed, which confirmed that no sensor wire or other foreign material remained in the skin. The patient was prescribed an oral antibiotic cephalexin 1000 mg, to be taken 3x daily. He also reported applying topical polysporin cream and covering the affected area with a bandage. The patient stated that he is fine after the event. There is no documentation of further medical intervention. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.